Event description:
A patient reported they did not know how much insulin to take and unable to test on the meter. Patient reported "they feel sluggish with high blood sugar". Their one touch basic meter allegedly would only prompt "clean test area" message. There was no result on their meter. There were no other results or comparisons. Not treated. No further information has been reported.